Manufacturer narrative:
PMA/510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Initial reporter: address unavailable. Bd corporate address used. Result: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was observed.

Event description:
It was reported the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg were having additive abnormality, no report of medical interventions or serious injury.